Manufacturer narrative:
Unit was returned for evaluation. During investigational testing, the analyzer would no longer power on. Because the customer indicated a burning smell and the result was total power loss, this is being reported because it has the potential for thermal injury. No report of injuries or erroneous results from the user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4).

Event description:
User facility contacted magellan's product support team to report that their leadcare ii blood lead analyzer would no longer power on. User reported that the analyzer started to emit an electrical burning smell and stopped working.